Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had been lost to follow up for two years. The right atrial lead was noted to have high impedance for approximately 2 years. The right ventricular lead was noted to having varying impedance that trended high, then back down, the rose back up. The plan was to perform x-rays then perform lead revision. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.